Event description:
It was reported that post stent deployment, the stent delivery system (sds) balloons of both xience v stents were slow to deflate. The 4.0 x 18 mm xience v device took over one minute to completely deflate. No adverse patient effects were reported. There was no clinically significant delay of procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The additional xience v referenced is being filed under a separate medwatch report. Evaluation summary: the device was returned for evaluation. The slow deflation was not confirmed. Based on visual, dimensional, and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.